Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2011-82169.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's mother stated that it was almost impossible to push the reservoir plunger in order to fill the tubing, and the insulin pump alarmed no delivery several times. It was stated that after changing the reservoir, the insulin pump functions properly. No further info was provided.